Event description:
Initial information was received from a consumer on (B)(6) 2010: a (B)(6) female consumer received treatment with poly-l-lactic acid (sculptra) aesthetic) (lot # unknown, expiration date unknown) five to six weeks ago ((B)(6) 2010) for the first time for cosmetic purposes. The physician was attempting to "fill the furrow". The patient may have been injected with two vials. Sculptra was injected over and on the cheek bone and between the eye brows, around the cheek and outside the eye area, and outside of the mouth in a horizontal line an inch from the mouth to the jaw line and a little bit around the upper lip in her marionette lines. It was also injected in her nasolabial folds which had not given her a problem and that area looked good, when it was not inflamed. She did not have hiv. Prior to the injection, she did not have any infection or cold. She reported that she had been getting lumps after she was injected, and they became severe six days ago. The lumps were large and inflamed bumps where the poly-l-lactic acid was injected. She stated that she had areas that have come and gone, but they had never been disfiguring before. She had five big lumps. She had one on the other side of her lip that she could not see and was very sensitive and resolved three weeks after. She stated that she felt the poly-l-lactic acid on the side of her face that was not inflamed. She felt a ball of poly-l-lactic acid and it was off from the center of her nose. She stated that the area between the eyebrows had not swelled up yet, but there were ridges and it was weird looking. Her physician stated that he did not do the area around the sinuses but that area was swollen the week after she received the injections. It was also swollen right next to the nose and close to the eye socket. She thought that maybe the poly-l-lactic acid migrated. Outside the eye area, there were pea size knots that were not inflamed. She stated that poly-l-lactic acid did not help, but it also did not make it look bad either. She was swollen almost down to her lip, but she was not sure if this was a result of one of the other bumps. The physician took an ounce of blood from her cheek and told her that there was no pus. The physician told her that he was not going to do a culture with the blood and no biopsy was done. The physician gave her amoxicillin and clavulanate (augmentin) and nasaflos to shrink the nasal passage and tissue five days ago but there had been no change at all; the antibiotics were not helping. The physician thought it was a nasal infection, but the patient states that she was convinced that it was not and that she has never had a nasal infection before. The physician sent her to an ear, nose, and throat (ent) specialist. The ent told her to apply warm wash rags. She did that for two days off and on and then she stated "two more popped up" so she stopped applying the warm rags. One of the bumps popped up in soft tissue area and one popped up on her lip, but was on the other side of her face. There were two near the nose, so the ent treated her for a sinus infection. She had one down in her mouth with one on the right side of her mouth the size of two marbles. She had a long one to the side of her left lower mouth that goes horizontally that was tender. She also had one close to her eye socket and then one close to her mouth that was "so huge". It was so huge that it was causing her face to be frozen and she was not able to smile. There was swelling on that side of her face as well. No further information reported. Pharmacovigilance comment: sanofi-aventis company comment dated 15-oct-2010: this case involves a (B)(6) female patient who may have developed a nasal/sinus infection after poly-l-lactic acid (sculptra) administration. Based on the information provided, an actual diagnosis of a nasal/sinus infection in this patient is questionable. The patient reports no history of nasal infections, had no signs or symptoms of infection (including cold symptoms) prior to sculptra administration, and did not improve with antibiotic treatment. This patient likely developed an inflammatory reaction and nodules, both of which are known potential adverse events of sculptra therapy.